Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that all of the keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2015.device evaluation: the device has been returned and evaluated by product analysis on 02/14/2015 with the following findings: the complaint could not be duplicated or confirmed. There was no visible damage to the keypad cover. All of the keypad buttons were normally responsive, and no contamination was found under the button contacts. Unrelated to the initial complaint, the audio bolus button cover was torn, the battery compartment was cracked, and the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .